Event description:
It was reported by the rep that the (1) hp052 was used during a laparoscopic cholecystectomy procedure. It was reported that the airless handpiece was plugged into the generator and an hc325 was attached. A solid tone occurred. The old style handpiece was plugged into the generator and the same blade was used. A standard beeping sound occurred. The sales rep checked with the biomed and found that when the cord bends near the electrical connection a solid tone occurs. The handpiece worked with the test tip four out of eight times. There was no pt consequence.